Event description:
A past high blood glucose event was reported by the customer, although the exact value was not provided and only displayed as "high." The customer managed the situation by changing the infusion set and administering a correction bolus using the pump. Technical support recommended that the customer consult with a healthcare professional to discuss factors that might be influencing blood glucose levels, and the customer acknowledged this advice.